Event description:
Complainant alleged that during inservice training by facility staff the device would not power up. The complainant indicated that there was no patient involvement in the reported failure.

Manufacturer narrative:
The complainant has indicated that the device will not be returning to zoll technical service for evaluation.